Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received four shocks and was hospitalized. The physician suspected that the therapy was inappropriate due to t-wave over-sensing. During the stored episodes review, it was confirmed that there was t-wave over-sensing, as well as myopotential noise and low amplitude measurements in the primary sensing vector. Despite the shocks being inappropriate, they successfully converted the patient back to a normal sinus rhythm. Automatic set-up was performed, which showed that the alternate sensing vector was most appropriate. Ventricular fibrillation induction testing was performed with successful conversion. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.